Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply activated energy continuously. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable . Based on the serial number provided, the device was sold to the account on (B)(4) 2012 which places the approximate usage life at approximately 4 years. A review of the certificate of conformity (c of c) is not applicable because the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles. The device was returned to the factory for evaluation. There were some signs of clinical use and no evidence of blood. The device serial number is (B)(4) and the manufacture date is 04-sep- 2010. The device was sold to the distributor on 6-aug-2012 , which makes the approximate age of use 4 years. The knob on the power supply was loose and fell off. The device was evaluated for its electrical function according to the service manual section d- ¿functional tests¿ using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device failed to pass the test results of the test are as follows: no load voltage: 5.49 vdc (requirement: 5.50 vdc +/- .05 vdc). Low current: 3.87 amps dc (requirement: 4.0 +/- .05 amps dc). High current: 5.64 amps dc (requirement: 6.0 +/- .05 amps dc). Even though the green indicator light on the device lit up on the connection and the beeping sound was observed, the device failed the electrical testing because the values recorded were not with the acceptable tolerance limit. Based on the evaluation results, the reported complaint is confirmed for the reported failure mode.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply activated energy continuously. A replacement device was used to complete the procedure. The hospital did not report any patient effects.